Event description:
It was reported that patient presented in ER after receiving an alert for non-sustained lead noise episodes due to pseudo-pseudo fusion. Loss of capture on lv lead was also noted. Lead dislodgement was suspected, though no lead positioning anomalies were seen on x-ray. A lead revision procedure was scheduled. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.